Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, a r-wave amplitude measurement issue, and rv (right ventricular) oversensing. (B)(4)

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to t-wave oversensing (twos). In addition, decreasing r-waves and lead impedance were noted. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.